Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. A definitive root cause could be determined. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign matter inside the nozzle. There was no patient involvement.